Event description:
It was later reported that the patient had pain at the pump site with complaints of leg weakness. The pump was reattached to the fascia on (B)(6) 2013. It was found to have migrated and was loosely attached to the fascia prior to the reattachment. It was reported that there was no problem with the device. The patient was last seen by this reporter on (B)(6) 2013. It was later reported that the hcp received information on (B)(4) 2013 that the patient went to the emergency room (ER) complaining of pain and leg numbness. The hcp ordered lumbar studies, including a magnetic resonance image (MRI) and myselgram to further assess. The patient was scheduled for a follow-up with the hcp on (B)(6) 2014 to review the studies.

Manufacturer narrative:
Product ID 8711 lot# j11510r51, implanted: 2003 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that, after a pump replacement, the pump was ¿killing me¿. The pump was put too close to the patient¿s outer skin and the patient had side effects including swelling, ¿tearing up my stomach on the inside¿, pain, inability to walk and numbness in her legs that caused her to go to the hospital. The hospital thought the patient was having a transient ischemic attack (tia). However, it wasn¿t a tia; it was because the pump ¿came untacked¿. On (B)(6), the healthcare provider (hcp) moved the pump to a location that would be more comfortable for the patient. Two days prior to this report, the patient had a refill and there was trouble locating the refill septum because the pump had been moved. It was noted that they tried using 4 sizes of needles and finally used a spinal needle. At the time of the report, the patient was seeking a new hcp. The device system was used to deliver morphine. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient's therapy was not working as excepted. The patient wanted to meet with a manufacturer representative for a device check and/or programming. On (B)(6) 2013, the pump was moved because it came out of the pocket. It was also reported that they rolled the patient's stomach "over and over" to find where to put the needle. A pocket revision was done on (B)(6) 2013 because it came out of the pocket again. The pump was "moved over. On (B)(6) 2013, the patient went to the emergency room (ER) for painful electrical shocks to her bladder. On (B)(6) 2013, the patient had a computed tomography (CT) scan "lying on her side and rolling over 10 times". It was also reported that since (B)(6) 2013, when the pump was refilled, the patient had been unable to give herself a bolus. The hcp reportedly had "turned it down" at this time so the patient would be able to give herself more boluses and to get ready to put in a new medicine along with morphine at the end of january. Since that time, the patient tried and tried to give herself a bolus, but got only the poor communication screen. Troubleshooting was attempted to find the bolus information, but the patient was again only able to get the poor communication screen. The patient also saw the "call your doctor screen" twice.

Manufacturer narrative:
(B)(4).

Event description:
The information previously reported regarding trouble locating the refill septum and difficulty filling the pump and all follow-up information received regarding this event is reported in manufacturer report #3004209178-2013-22162. New information: it was later reported that the pump was placed "too high; half in lower stomach and half in upper". The patient could not stand, sit or sleep because the pump was pinching. The patient was told by the healthcare provider (hcp) to wait a few months and when the patient returned to the hcp he "took pump and turned it over and over inside of her".the patient told the hcp to stop and the hcp told the patient that the pump had come loose. Conflicting dates of revision were provided of (B)(6) 2013. During the revision the pump was moved "over and down". The patient stated the pump was working fine but did not provide the relief that the previous pump had delivered. The staples from the revision were later removed on either (B)(6) 2013 and since that date the patient "does not feel like pump is working at all".